Event description:
A malfunction on the pump was reported by the caller, who did not note any notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact on their blood glucose level. Technical support provided information to reset the malfunction code, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared; the caller understood these instructions.